Event description:
Patient was revised on (B)(6) 2016 due to a dislocation, approximately 3 days after the first surgery. No information on explanted product and implanted product.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.